Event description:
It was reported that a small volume intermate was missing a blue tip. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 2

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured may 7, 2012 to may 8, 2012. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed no evidence of a missing component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.